Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported single gripper actuation issue is due to the harness pinching the gripper arm cover. However, a cause for the harness pinching the gripper arm cover could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The clip delivery system (cds) was lowered to the left ventricle (lv) and withdrawn to grasp the leaflets successfully. The grippers were dropped, but the posterior gripper was found to stay raised. The clip arms were reverted and the cds was withdrawn to the left atrium (la) with both grippers raised. Troubleshooting was performed however the issue did not resolve. The cds was successfully removed from the patient and replaced. The new clip was successfully implanted reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.